Manufacturer narrative:
The device is expected to return to the manufacturer for investigation, however, it has not been received.

Event description:
The event involved a leak of chemotherapy that occurred when the healthcare professional re-accessed a fluorouracil vial that contained drug surplus, with a chemolock device. The balloon became detached from the device which led to spillage and staff exposure to a cytotoxic drug. The device was replaced, and therapy resumed. The treatment was delayed approximately 30 minutes because the laboratory had to be cleaned and treatment restarted. There was no patient involved and no one was harmed as a result of the event.

Manufacturer narrative:
H10: two new list# 034-cl-80, chemolock¿, punzón vial cerrado. Lot# 4338718 were received on 08-nov-2019. The two new 034-cl-80 chemolock vial spikes were functionally fully inflated and evaluated for leakage and balloon separation. No leakage or balloon separation was observed. The balloon adhesive strength was tested and met product performance expectations. The complaint was unable to be replicated or confirmed with the new 034-cl-80 chemolock vial spikes returned for investigation. A DHR lot# 4338718 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.